Manufacturer narrative:
Device is combination product.

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2014, the patient was referred for cardiac catheterization and the index procedure was performed. The target lesion #1 was located in the proximal left anterior descending artery extending up to 1st diagonal with 90% stenosis and was 28 mm long with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 28 mm promus element plus stent, following post-dilatation with 0% residual stenosis. The target lesion #2 was located in the 1st diagonal with 90% stenosis and was 52 mm long with a reference vessel diameter of 2.5 mm. The target lesion #2 was treated with pre-dilatation and placement of a 2.50 x 24 mm promus element plus stent, following post-dilatation with 0% residual stenosis. After six days, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient died. No corrective actions were taken to treat the event. The cause of death is cardiac death.